Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - not sure if it was flex or straight and doctor thinks it was size 50. It was put in by another doctor but the implant was broken when removed from this patient.

Manufacturer narrative:
See d4 expiration date, h4, h6, h10, and h11 complaint has been evaluated and is similar to report number 1644408-2024-01325; mcp-40, s801 - device cracked/broke, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.